Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air supply volume / water supply volume / water removal ability did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped / brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, and the customer flushed the air / water nozzle with the detergent solution. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to the wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a white-clouded area, the scope connector was deformed, the grip was shaved, and switch 1 had a scratch / had wear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign objects in the nozzle could not be specified based off the obtained information. A definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a poor air / water supply. The device was inspected prior to use, the issue occurred during an unspecified procedure which was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.